Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer is using cold insulin and doens't complete the air removal steps. Tandem technical support informed customer to use room temperature insulin and complete the air removal steps. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.